Event description:
It was reported that during a brevera procedure on (B)(6) 2024, the technician observed a metal piece inside the specimen filter. The piece was discovered after the exam was completed. During the procedure no abnormal sounds or issues experienced. The needle was not available for investigation and the lot number unavailable. No injury reported to the patient and no medical intervention was required. A pre and post image of the procedure did not reveal any metal pieces in patient´s breast. Meal piece was only detected in the brevera filter after the exam. No other information available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.